Event description:
It was reported that 2 needles 27ga 1-1/2in contained foreign matter. The following information was provided by the initial reporter: "it was reported that needle had a white substance and is disfigured. Verbatim: consumer reported found 2 needles with discolored/white substance that is disfigured too. Lot # 8331594, catalog# 301629, date of event 09/18/2020 - discard this 1 needle same issue, date of event 09/22/2020 sending this sample back same issue, sample status awaiting sample."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8331594. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needles 27ga 1-1/2in contained foreign matter. The following information was provided by the initial reporter: "it was reported that needle had a white substance and is disfigured. Verbatim: consumer reported found 2 needles with discolored/white substance that is disfigured too. Lot #: 8331594, catalog #: 301629. Date of event (B)(6) 2020: discard this 1 needle same issue. Date of event (B)(6) 2020: sending this sample back same issue. Sample status awaiting sample".